Manufacturer narrative:
The device was used for an off label indication. The main component of the system involved in the reported event; other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Williams, n.r., short, e.b., hopkins, t., bentzley, b.s., sahlem, g.l., pannu, j., schmidt, m., borckardt, j.j., korte, j.e., george, m.s., takacs, I., nahas, z. Five-year follow-up of bilateral epidural prefrontal cortical stimulation for treatment-resistant depression. Brain stimulation. Summary: to examine the long-term safety and efficacy of epidural prefrontal cortical stimulation (epcs) of the frontopolar cortex (fpc) and dorsolateral prefrontal cortex (dlpfc) for treatment of treatment-resistant depression (trd). Reported events: patient 1 ((B)(6) 2013): a (B)(6) female patient with epidural prefrontal cortical stimulation (epcs) for depression developed high impedance on one of the electrode contacts, so this contact was removed from the patient's programming, and no further interventions were performed. The authors reported that patients were first implanted with itrel 3 or synergy devices, ultimately replaced with kinetra and/or activa devices, however, the precise timing of these replacements remains unclear. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.